Event description:
A piece of enamel broke off the continuing resectoscope sheath during a trans-urethral resection of the prostate (turp). X-ray revealed the piece was retained and it required further surgical intervention for retrieval.